Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿there is no radiolucence or other signs of loosening visible at the tibial site. A fibula fracture has been stabilized with a plate. The pe is not showing any indirect sign of loosening, separation or fracture. There is a little radiolucence and very small cysts visible around the pegs of the talar component, however, this cannot be taken as a proof for loosening or migration. The talar component might be positioned a little lateral. There is neither a sign of loosening or migration for any of the implants, there is no information given, that there is an infection present. Without further information the reason for the revision remains unclear.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.